Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during automated peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The peritonitis was manifested by diarrhea, abdominal pain, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. Fifteen days after the event onset, the patient was discharged from the hospital and recovered that same day. No additional information is available.